Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 48 mg/dl. The customer was treated with multiple juices. The customer stated that he took a nap and noticed the reservoir was not tightly locked in. The customer noticed that 20 units were missing from the pump. The customer was assisted with proper priming. The insulin pump will not be returned for analysis.